Event description:
The patient was implanted with a vascular access graft in a loop configuration in the right femoral artery. The surgeon reported a blockage and the area was opened to remove thrombus from the top of the loop; however, a graft shunt was abandoned because the vascular access graft was reported to be breaking apart. The graft had been implanted for an estimated period of four (4) months.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.